Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery has expired and requests a replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) conducted a remote evaluation of the device and concluded that the battery had expired. Consequently, the customer ordered a new battery, which resolved the issue successfully. The device remains at the customer site and no further evaluation is warranted at this time.